Event description:
Small arteries did not allow insertion of the expandable sheath. The device jacket pulled back as the device was being inserted bareback. The exposed hooks may have caused a small dissection of the artery during the insertion. The artery was repaired, and endovascular repair completed with a second device. Access to the pt vasculature gained via conduit.